Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since the patient sample was not provided, the investigation could not be completed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. The date of event is not known. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. The initial ft3 iii result from the e601 module was 12.4 pmol/l. The repeat result from the dialysis method was 3.8 pmol/l. The initial ft4 ii result from the e601 module was 47.4 pmol/l. The repeat result from the dialysis method was 11 pmol/l. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.